Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 17 seconds. The device was explanted and successfully replaced. To date, there have been no reported patient symptoms associated with this clinical observation.